Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the loading unit was pre-fired and engaged in interlock with the jaws open. Functional testing of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire and squeeze the handle. The surgeon closed the jaws and press the insurance, the black grip can not grip, staples can not be fired, with a considerable degree of grip, the gun body issued a click. They switched to a new device to complete the case. No patient injury noted.